Event description:
Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information : the patient was a male, 87 years old caucasian. The surgeon was on the last step of the lobectomy procedure and closing the airway and he stated that the stapler 45 instrument fired successfully up until the last fire. The stapler 45 instrument had a green stapler 45 reload and was used to close the airway on the lower lobe. Once he had completed the last fire, the surgeon conducted a leak test; however, the leak test failed. When the surgeon inspected the staple line, he noticed dehiscence on one-third of the staple line. The surgeon then placed sutures to address the issue. The surgeon confirmed the following: that there was no system generated errors, no buttress material was used, no malformed staples, and there were no video recording or photographic images for review. The patient was reported to be recovering well. The surgeon is not sure if the issue was the stapler 45 instrument or the green stapler 45 reload.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis found the sheath had two tears towards the proximal side with missing pieces measuring roughly 0.044"-0.124" and 0.055"-0.089" and one tear towards the distal side.